Event description:
A report was received that a patient's pocket site was shallow. The patient was experiencing burning sensation and discomfort at the pocket site. The physician performed pocket revision and repositioned the patient's pocket site.